Event description:
Patient allegedly received an implant via the right common femoral vein due to subarachnoid hemorrhage. Vena cava perforation is alleged. The patient involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. Per certificate of death: date of death (B)(6) 2018" "cause of death: immediate cause: a) multi-system organ failure. B) methicillin resistant staphylococcus aureus bacteremia. Other significant conditions contributing to death but not resulting in the underlying cause: paraplegia.

Manufacturer narrative:
Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No relevant notes on wo for device no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional. Summary of investigational findings: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Additional information received on 08apr2020: per a report from computerized tomography (CT): "an ivc filter was identified within the ivc. The tip of the filter was against the anterior wall of the ivc however did not appear to perforate the anterior wall. The metallic struts of the ivc filter appeared to be intact. Three of the four metallic struts perforated the ivc. The one in the 6th o'clock position extended through the wall approximately 2.7 mm. The one in the 9 o'clock position extended through the wall approximately 3.4 mm and the strut in approximately the 12 o'clock position extended through the wall by approximately 2.3 mm. The strut in the 3 o'clock position appeared to not perforate. There was no evidence for extravasation or hematoma formation. The perforated struts do not extend into any other organs. The perforated strut in the 9'oclock position was in close approximation to a small bowel loop however. The superior tip of the strut was located at the level of the right renal vein orifice and was inferior to the left renal vein orifice by approximately 3.12 cm." Patient outcome: unknown.